Event description:
As stated by the customer 2012-(B)(6): uncontrolled lowering maxi move without patient, caused by detached actuator.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (B)(4). (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.